Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, lower out of range pacing lead impedance was observed. Increased capture threshold and declined sensing amplitude were also noted. The physician tried the unipolar configuration which resulted in diaphragmatic stimulation. The lead was capped and replaced. The patient condition was stable after the procedure.